Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were trying to recharge the implanted neurostimulator and the recharger won't work. Patient mentioned they have tried everything in the book that says to do and they can't get it to work. Agent asked patient if they get stuck on a particular screen and patient said they get to the screen where you get the highest number and wait for 10 minutes, which they have done and it's on 100. Patient said they have waited for 15 minutes now and they just can't getting it to working. Patient mentioned they had some problems the last while with the relay box getting very hot at times, but it is not burning hot but it's uncomfortable to touch. During troubleshooting, patient also mentioned a couple days ago they got a message on the controller that said it was doing a new recharging, but they could not remember the terms. Agent had patient reset the controller, check the controller and recharger for damages, and clean connections. Agent had patient try a recharging session and reported seeing no device found. Patient entered a passive recharge mode and tried getting 100 in the mid number. Patient got 100, but within a second, it dropped to 0-0-0. Patient was able to connect to the implant and reported the implant was at 40%. Patient then entered passive recharge mode and reported all zeroes. The issue was not resolved through troubleshooting. A replacement controller was sent out. No symptoms were reported. Patient called back and received the replacement controller but was still having issues charging the implant. Patient mentioned the recharger relay box would get so hot that it would burn them. Patient denied burn marks. Patient mentioned when the recharger would get that hot they would unplug the recharger. Agent closed case. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755, sn (B)(6), was returned for product analysis. Analysis found insulation is pulled too far out of rtm donut and no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.